Event description:
It was reported that during set-up of a da vinci si surgical procedure, the blades on the suturecut needledriver instrument were dull. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Instrument will not cut suture in its current condition, as the blades do not open/close properly. There is a gap between the blades when grips are in the closed position. Engineering evaluation also found that one grip is bent backwards, the force applied is perpendicular to the blade cutting surface. The grips have a .050 side to side offset at the tips as a result of bending. The visual inspection shows that the bent grip is cracked at the edge of the crimp pocket. The cross sectional area of the grip is at its smallest at the crack location. Engineering concluded that the cracking likely allowed the grip to bend backwards and that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage found to the instrument's grip found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.